Manufacturer narrative:
Concomitant medical products: product ID: 3387s-40, lot#: va1q0mh, implanted: (B)(6) 2018, product type: lead. Other relevant device(s) are: product ID: 3387s-40, serial/lot #: (B)(4), ubd: 31-jan-2021, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for the treatment of essential tremor and movement disorders. It was reported the patient found out 5 weeks after implant, the lead had migrated. The caller stated the lead will be removed on (B)(6) 2018. The patient had an appointment with the neurologist scheduled for the afternoon of the call. The caller wanted to know if the patient would have to wait 5 weeks again after having the lead replaced to turn on the ins. The caller stated the patient had to wait that time after having the implant.